Event description:
It was reported that during a prostate procedure the ¿tip of fiber became dislodged and fell off during surgery.¿ reportedly, the tip "fell off in the patient and was retrieved using a grasper." ¿no new fiber was used to complete the case.¿ there was no injury to patient reported.